Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.a 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s.

Manufacturer narrative:
(B)(4). Technical service center received the actual sample for evaluation. The engineer performed evaluation based on the failure analysis procedure. The results of evaluation, the engineer confirmed that there was a problem on the j4 connector of the accomp board. The reported issue was confirmed. The root cause of this problem seemed the defect of the j4 connector of the accomp board. The j4 connector of the accomp board was replaced and the instrument met all specifications.

Event description:
The technical service center received the actual product sample for regular maintenance. The engineer confirmed the burnt part on the j4 connector of the accomp board during maintenance. There was no allegation about the burnt from the customer.